Manufacturer narrative:
As part of our investigation, followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event was performed but with no result. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the bending section broken near the insertion tube side. The bending section is completely separated from the insertion tube revealing the internal elements, which include the ccd, light guide bundle, channels and angle wires. At the same location, the non-manufacturer bending section cover is torn and fully detached from the bending section cover glue which is also non-manufacturer. In addition to the bending section cover and glue, the insertion tube is also non-manufacturer. Although the bending section is separated from the insertion tube, it is still attached to the distal end of the physical device; and there are no pieces missing from the scope. The scope failed the leak test due to the torn bending section cover. Based on the evaluation, the likely cause of the bending section becoming detached is due to non-manufacturer parts and repairs. The cf-h180al instruction manual warns users ¿ as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3 ¿returning the endoscope for repair¿.

Event description:
The service center was informed that during an unspecified procedure, the scope came apart while in patient. It is unknown if the intended procedure was completed. There was no patient injury reported.